Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) system was in ventricular fibrillation (vf) arrythmia in which the device delivered six shocks and then another four shocks. After the fourth shock, a code 1005 was displayed due to a high out of range shock lead impedance measurement associated with an open circuit condition. It was noted that the patient was hospitalized and the plan is to replace the device and lead. At this time, the system remains in service. No additional adverse patient effects were reported.